Manufacturer narrative:
Polarxfit was evaluated by boston scientific. Visual inspection noted that there was no visible blood inside the balloon and no external damage was noted. The device was assessed with an isaac pressure decay testing system to determine if any potential leak paths existed that may have contributed to the blood detection error in the field. The device failed outer balloon vacuum test with a leak. The polarx device was then connected to the smartfreeze console in attempt to recreate the blood detection error seen in the field. After multiple bending, steering, inflation, and slider switch manipulation cycles, the polarx did not trigger any blood detection errors. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. The outer balloon skive blood detect wire was found to be damaged upon dissection. It is not sure how this wire became damaged, but it could have occurred during device dissection. The outer balloon vacuum sleave was also damaged which likely would have resulted in failed outer balloon vacuum tests. For this reason, it is possible that the damage occurred during device dissection which is why no cause for the blood detection error in the field could be determined.

Event description:
It was reported that during an atrial fibrillation procedure a polarx was selected for use. During right superior pulmonary vein isolation, the console displayed the "error 1 - 00004000-2: console detected blood in the catheter" error code. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation procedure a polarx was selected for use. During right superior pulmonary vein isolation, the console displayed the "error 1 - 00004000-2: console detected blood in the catheter" error code. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.